Event description:
Became first time wearer/owner of hearing aids on (B)(6) 2026. The devices are from manufacturer is sonova. Mine are relate 5.0 ric r. On the evening of (B)(6) 2026 the rubber dome tip became lodged in my right ear which required an urgent care visit the next day as it was causing pain. It was removed after delicate attempts about one half hour. Needless to say, I have reservations of putting them in again. Pt: 1994. Device: 2923. Ref: mw5188125.